Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure that was targeting a bronchial artery aneurysm, the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l16048) was chosen to replace the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16118) when it was reported to have issue related to resheathing. At the end of the procedure, an attempt was made to resheath this coil even though the resheathing tool was retracted, it could not be resheathed. Another coil was used as replacement and the procedure resumed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.50mm x 4.00cm galaxy g3 mini coil received contained inside a pouch. Visual inspection was performed on the device. The introducer was observed separated from the unit. The marker band was found at 39 cm from the hub; this is within specification. A microscopic inspection was performed, and the embolic coil was observed in stretched condition. A review of manufacturing documentation associated with this lot (l16048) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that there was resheathing difficulty. This issue was not confirmed through functional analysis as the introducer was returned and observed to be separated from the unit and with the embolic coil in stretched condition. The condition of the returned device confirmed the reported issue related to the resheathing of the device. The issue related to the concomitant microcatheter kick back / positioning difficulty could not be confirmed through functional evaluation as it is depended on the patient anatomy and procedural handling; the product analysis lab cannot replicate a test environment for this issue. During microscopic inspection, the embolic coil was observed in stretched condition; this may have contributed to reported issue. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil; the introducer being observed separated from the unit is also indicative that force may have been applied. The embolic coil could have become stretched from the inadvertent force applied. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.50mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition and with the introducer separated from the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00061, 3008114965-2020-00062. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure that was targeting a bronchial artery aneurysm, the 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l16048) was chosen to replace the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16118) when it was reported to have issue related to resheathing. At the end of the procedure, an attempt was made to resheath this coil even though the resheathing tool was retracted, it could not be resheathed. Another coil was used as replacement and the procedure resumed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed in stretched condition. Based on the product analysis 3/12/2020, this event has been deemed MDR reportable as a ¿malfunction.¿